Manufacturer narrative:
Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during two separate (unspecified) exams using an evis exera iii duodenovideoscope with a single use distal cover, the distal cover fell off the scope (and into the patient). During procedure 1 of 2, the distal cover could not be located to remove it from the patient. During procedure 2 of 2, the distal cover was found and retrieved from near the bite block. No additional consequences to the patients were reported as a result of these occurrences. Additional details regarding the patients and reported events were requested. The customer stated that the physician could not remember in which patient cases this occurred, and therefore no further patient event could be provided. The nurse assisting in both cases with this physician stated ¿I think it could have been my fault for not making sure the cap was secure on the tip. I now push it on and then pull on it to make sure it will not fall off. I have not had any further problems. Case with patient identifier (B)(6) reports the single use distal cover used in procedure 1 of 2 (which was not retrieved). Case with patient identifier (B)(6) reports the tjf-q190v used in procedure 1 of 2 case with patient identifier (B)(6) reports the single use distal cover used in procedure 2 of 2 (which was retrieved). Case with patient identifier (B)(6) reports the tjf-q190v used in procedure 2 of 2.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, the likely cause of the suggested event was as follows: a) the distal cover was damaged because of chemical attack by an anti-slipping agent, and condition of the distal cover became prone to be detached from the subject device. B) attachment of the distal cover to the subject device was not appropriate. C) when attaching to the subject device, the distal cover was pushed obliquely, and the distal cover was damaged. And then, condition of the distal cover became prone to be detached from the subject device. Because a staff in the user facility commented that the distal cover was possibly not attached securely, the cause was highly probably incorrect attachment. A definitive root cause cannot be identified. The following descriptions are included in instructions for use (IFU) (operation manual). The suggested event was preventable. "3.5 attaching accessories to the endoscope: attaching the single use distal cover: - never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. - never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. - do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover and the endoscope. These products may cause cracks of the single use distal cover. If a single use distal cover with cracks is used, it may cause thermal injury due to electric current leaks when high-frequency cauterization treatment is performed. - push the center on the top of the single use distal cover. Otherwise, it may cause the break of the portion on the single use distal cover such as the tear off line. - 5 hold the distal part of the bending section. Pull the single use distal cover gently to confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. - 6 twist the single use distal cover gently in both directions and confirm that the single use distal cover on the distal end of the endoscope does not slip and come off." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (maj-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: ¿ the facility reconfirmed the correct operation method by contacting olympus or another expert within your facility. ¿ the facility educates or continuously educates its personnel about handling methods. ¿ the facility inspects the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.) ¿ the facility uses care when attaching the distal cover, so that it does not crack. ¿ the facility implements/reinforces practice of post-cap installation inspection including gentle tug, and slight rotation to ensure that the cap is firmly and securely installed to the scope without movement and aligned properly without gaps between the cap and scope. During the interview, the facility did not carefully review and follow the instructions for use (IFU). However, it was confirmed that the IFU was reviewed with the staff during in-service training during introduction of the new distal cover (maj-2315) design, and during initial new scope in-service training. It was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers remain in a sterilization pack during storage. The specific distal cover storage details are as follows: ¿ the facility keeps excess stock distal covers in the original product carton, until they stock them into individual storage cartons in each room. ¿ each procedure room has distal covers stocked in their consumable product cabinets. Those cabinets include hard plastic storage bins for each individual item. 20-30 distal covers are stored in each room and refilled as needed. The distal covers remain in their sterile packs within the storage bins until removed individually for each procedure. ¿ a storage bin is also located in the hallway scope accessories area, containing distal covers in their original sterile packaging like how they are stored in the procedure rooms. The facility reported that it is unknown what specific chemicals were used when the distal cover detached. It was confirmed that no chemicals were administered directly into the body through forceps channel during endoscope insertion, and no chemicals were sent to the forceps channel to lubricate forceps (e.g., defoamers, physiological saline, etc.), also, there were no chemicals used during endoscope preparation and pre-use inspection. However, the facility confirmed the following additional information regarding chemical usage: ¿ prior to intubation of the scope and inspection of the distal cover, a generic water-based lubricant (ky-jelly or similar generic brand) is used on the back side of the endoscope, with careful attention paid to only applying conservatively. ¿ simethicone is used for an estimated 50% of the procedures at this facility. Simethicone is introduced through the biopsy port, with a syringe and diluted with water in an appropriate amount. It is unknown if simethicone was used in the specific procedures where a distal cover came off the endoscope. ¿ the facility uses contrast agent for endoscopic retrograde cholangiopancreatography (ercp) procedures in sphincterotomes, balloons and other standard devices. ¿ anesthesia occasionally uses lidocaine to assist with endotracheal tube (et tube) intubation. ¿ alcohol cleaning wipes are occasionally used to help ¿clean¿ or wipe off the lens of scopes if image appears ¿foggy¿ or has difficult to remove debris visible on the monitor during procedures. The facility confirms that there were no cracks observed on the distal covers during the device pre-procedure inspection process. Furthermore, since the new distal covers have been in use at the facility, there have been no additional incidences of distal covers falling off the endoscope.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.